Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump with updated software. Customer received instructions on putting the pump into storage mode and agreed to return the problematic pump within 10 days using provided instructions.